Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a highest cgm reading of 401 mg/dl, confirmed by glucometer at 445 mg/dl, for approximately seven hours after insulin delivery was stopped for about six and a half hours, during which the user attempted corrections via the fill tubing step, and the pump displayed alert 38 indicating a motor stall; the infusion set was contact detach at the abdomen and cgm was dexcom g7. Symptoms included feeling tired consistent with hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a motor stall consistent with failure to infuse, with the implicated device component being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.